Event description:
During a hemicolectomy procedure, the surgeon loaded an atb45 cutter four times. Two reloads worked fine, but two other reloads from the same lot failed to apply the staples. There was no reported pt consequence.